Event description:
Pt was admitted with unstable angina with heart failure. Pt proceeded for a heart catheterization. During catheterization of the right coronary artery (rca), the pt was found to have multiple lesions and percutaneous coronary intervention was attempted since the rca saphenous vein graft was 100% occluded. The balloon from the ptca dilation catheter was advanced across the lesion. The plaque in the lesion tore the balloon on the catheter, and the distal marker came off the balloon system and was lodged in the mid-distal rca of the pt. The pt was stabilized and transferred to a tertiary care facility for removal of distal marker.